Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f, vena cava filter, allegedly experienced material deformation and a patient device interaction problem. This report was received from a single source. This event involved a 71 year old female patient weighing 274 pounds, with no reported patient injury.

Manufacturer narrative:
H10: the sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the alleged patient device interaction issue, specifically perforation of the inferio vena cava. However, the investigation is inconclusive for the alleged material deformation. The root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Perforation of the ivc was confirmed for the device and inconclusive for filter tilt and material deformation . A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f. Vena cava filter allegedly experienced malposition of device, material deformation and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, female and (B)(6) lbs.